Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that catheter was being placed in the pt's upper right arm. They rec'd blood return and flushed the catheter with 10cc then started the CT scan with warmed contrast to body temperature. The CT was running at 2ml per second when the technician heard a pop and stopped the procedure. They noticed the catheter cracked near the juncture hub. As a result, interventional radiology was notified and they performed an over-the-wire exchange using an angiodynamics catheter. There was a 7 hour delay in treatment, no pt death and no pt complications were reported. The pt outcome was fine. It was noted they were using a mallinckrodt opi vantage machine. Additional information rec'd on (B)(4) 2011 by the sales rep confirmed that they waited between each step to analyze the situation and then for the new placement and to get tip verification.